Event description:
New information was received indicating that the right ventricular lead had dislodged again due to twiddler's syndrome. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient experience inappropriate therapy. An x-ray examination revealed the right ventricular lead was dislodged. Twiddler's syndrome was suspected to be the cause of the dislodgement. The lead was repositioned. The patient is in stable condition following the procedure.

Manufacturer narrative:
A complete lead was returned for evaluation in one piece. The field report of helix failed to extend was not confirmed. As received, the helix was fully extended within specification and clogged with blood/body fluids. After cleaning, the helix could be extended and retracted meeting device specifications. The measured full helix extension was within specifications. The field report of inappropriate high voltage output was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead found damage consistent with that occurring at the time of explant.